Event description:
It was reported that the patient's ipg was explanted and replaced for a recharge burden. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. During the procedure, high impedances were noted on one of the patient's leads. The lead was reconnected to the lead extension, but the issue persisted. The lead currently remains implanted, and effective therapy is being achieved with the patient's other lead.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lamitrode lead, model: 3246ans, batch: 29654.